Event description:
It was reported that the cement packet was found open from inside upon opening the sealed box..

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received, and stated the following: 1. How the packaging was damaged? The package was not damaged externally. 2. What was the specific type of damage sustained? The bone cement packet from inside the box was not sealed properly. And was found to be open. 3. Please confirm, if there was a breach in the seal. There was a pre-existing breach in the seal.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the cement packet was found open from inside upon opening the sealed box. The device associated with this report was returned to depuy synthes for evaluation. The visual examination found the cement powder outside the sterile package which suggest it has been opened or damaged, however the paper foiled package (non-sterile) is completely sealed and no cement is leaking from the foiled packaged. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the [smartset ghv gentamicin 40g] would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to manufacturing. The product issue has been addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: an nc was raised to address the current complaint condition.